Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error and insulin pump did not alarm on low battery and low reservoir as well. The customer¿s blood glucose level was 95 mg/dl. Customer also reported that the down arrow was hard to push and rarely works. The insulin pump will not be returned for analysis.